Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and none calcified venous side vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 37mm in length and extended from a position 5mm distal of the proximal markerband to 6mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination identified a shaft kink approximately 120mm proximal from the distal tip. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and none calcified venous side vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.